Event description:
It was reported the patient presented in clinic for follow-up with fatigue due to worsening heart failure. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) was not capturing due to increased capture thresholds. Programming changes were performed. The patient condition was unstable.